Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s girlfriend reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose of 1400 mg/dl on (B)(6) 2018 and discharged on (B)(6) 2018 but customer was readmitted on (B)(6) 2018 and discharged on (B)(6) 2018. Customer was treated with insulin pump. Customer stated that at the first event of hospitalization customer went to ER first and then the chart was updated when patient was moved to critical care and at second event patient was unconscious when admitted to the hospital. Customer was wearing insulin pump at time of hospitalization. Customer alleged for possible under delivery. Products will not be return for analysis.